Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of aseptic (non-infected) glenoid loosening, which damaged the bond between the implant and the bone.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 310-01-44, equinoxe, humeral head short, 44mm (alpha); 300-01-11, equinoxe, humeral stem primary, press fit 11mm; 300-10-45, equinoxe replicator plate 4.5mm o/s; 300-20-02, equinox square torque define screw drive kit. No information provided in the following section(s).

Event description:
As reported, on (B)(6) 2020, this (B)(6) female patient¿s right shoulder was revised due to the glenoid component was loose. The initial implant was (B)(6) 2016. Patient was last known to be in stable condition following the event. Devices will not be returned due to hospital policy.